Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented battery low was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be a defective main battery. The main battery was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a flo-gard infusion pump that presented a low battery alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available